Event description:
It was found during baxter's evaluation that a pump would not detect upstream occlusions. There was no patient involvement since the error occurred during testing.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Baxter received and evaluated the device. An undetected upstream occlusion was confirmed and reproduced. The unit was calibrated to ensure detection.